Event description:
See intial report.

Manufacturer narrative:
No pictures were available. The tubing was requested for investigation. Visual inspection confirmed the tubing split, the length of the split was approximately 1/2", on the 22" portion of line 4. Dimensional analysis of the tubing taken for two un-split samples directly on either side of the split tubing with the help of an optical comparator confirmed the complained tubing was within the specification. The tubing is bought from a suppliers and livanova internal statistical sampling is done. No other similar complaint has been recorded for the same lot or pts pack code. Therefore, it can be considerated as an isolated case. Based on the information available an isolated failure in the manufacturing process cannot be ruled out. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
Patient was not involved. Sorin group italia manufactures the perfusion pack. The incident occurred in united states. The involved device has been requested for return for investigation. Through follow up with the customer, the perfusionist confirmed the occlusions were checked carefully when the replacement disposable was loaded and the pump has functioned properly since. It cannot be confirmed if the pump was occluded when the issue occurred, pump is currently working correctly if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA received a report that, during priming, the segment of the tubing inside the pump raceway split open and leaked. There was no patient involvement.